Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the device came in disassembled. During repair, it was observed that there were teeth marks at the nose cone (failed pretest for visual assessment) and the loctite had broken apart in the secondary lock protection. The assignable root cause was determined to be due user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the attachment device was broken. During in-house engineering evaluation, it was observed that there were teeth marks in the nose cone (failed pretest for visual assessment) and the loctite had broken apart at the secondary lock protection. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.